Manufacturer narrative:
A review of complaints identified no other complaints for lot 95027fn00. A review of the complaint trending report found no trends for the issue for the product. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 95027fn00 and negative panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. Per the architect hbsag qualitative confirmatory assay, of 338 repeat reactive specimens the presence of hbsag was confirmed using the architect q2 confirmatory assay for 332 specimens (98.22%). Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii confirmatory reagent, lot 95027fn00. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported an increase in initial (B)(6) results on 5 patients. The original samples are repeatedly (B)(6) between (B)(6); confirmed by neutralization; (B)(6). One patient was re-drawn and the new sample was (B)(6). There was no reported impact to patient management.